Event description:
It was reported that tandem mobi pump generated cartridge alarms during cartridge loading, including confirmed cartridge alarm 30, and caller had experienced alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump details and warranty, provided instructions for storage mode and return of problematic pump within 10 days, and arranged shipment of replacement pump with guidance to reprogram pump settings and reconnect continuous glucose monitor.